Event description:
It was reported that the screw tip broke upon installing and the broken end could not be removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.